Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed check in and would not connect to sw. There was no patient involvement.

Event description:
It was reported that the device failed check in and would not connect to sw. There was no patient involvement.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was confirmed a review of the device history record for (B)(6) was performed from date of manufacture (B)(6) 2006 to present date (B)(6) 2020, and note that this device has been returned for service twice, without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.